Event description:
Info was received from a treating physician in 2004, regarding a pt, with a history of osteoarthritis and insulin-dependent diabetes mellitus, who received a series of synvisc injections for knee pain associated with osteoarthritis (dates unspecified). The pt was hospitalized in 2003 with a diagnosis of septic arthritis and underwent an unspecified surgical procedure. A gram stain of synovial fluid collected in 2003 revealed moderate polymorphonuclear leukocytes. No organisms were seen. Cultures grew are amounts of staphylococcus species coagulase negative, which was resistant to penicillin. No anaerobes were isolated after five days. Seventeen ml of synovial fluid (collected in 2003) was described as yellow and cloudy, and revealed 0 rbc /mm^3, wbc 47,750 /mm^3 with a differential of neutrophils 91%, lymphocytes 2% and monocytes 7%. No crystals were observed. Eight days later, aspirated synovial fluid gram stain revealed no organisms and few polymorphonuclear leukocytes. Cultures also grew rare amounts of staphylococcus species coagulase negative, which was resistant to penicillin. No anaerobes were isolated after five days. Eleven days afterwards, synovial fluid gram stain revealed rare amounts of polmorphonuclear leukocytes. No organisms were observed. Follow-up cultures grew rare amounts of enterococcus species. No anaerobes were isolated after five days. The pt underwent a repeat unspecified surgical procedures four days after culturing staph-spacies. Additional info has been requsted.